Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately three months after device system was implanted. Additional information obtained from the funeral home noted the cause of death as coronary artery disease, ventricular tachycardia, dyslipidemia and ICD. Follow up with the clinic noted that it was not believed the death was related to the device system however limited information related to the death was available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d314trg implantable cardioverter defibrillator (ICD), implanted (B)(6) 2013; 4296 implantable pacing lead, implanted (B)(6) 2013; 4470 competitor implantable pacing lead implanted, (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.